Event description:
It was reported that during an ankle fusion surgery the screw driver was bent and slightly broken. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (t-20 4.5/5.5 driver. Another driver in the set was used). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing.